Manufacturer narrative:
H6: code c20 - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H6: code d12 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and component migration w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted, and the patient tolerated the procedure. On (B)(6) 2023, the patient presented with a symptomatic aneurysm. The gore® excluder® aaa endoprosthesis featuring c3® delivery system had migrated several cm distal to the renal arteries, and there was a large type ib endoleak. The physician implanted two gore® excluder® conformable aaa endoprosthesis. And resolved the leak. The patient tolerated the procedure.